Event description:
Pt was ready for lasik treatment; device gave an error message; procedure could not be initiated, pt sent home and rescheduled; a component (rotator) had failed and had to be replaced.